Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration (B)(6) 2025 13:25:46 cet (3503825). The material number has been updated, which is reflected in this follow up report.

Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.